Event description:
Customer reported a button error on his insulin pump. The down arrow is stuck. The back light is staying on. Customer's blood glucose is 250 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch, on the down arrow button and act button. The device had cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.